Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a posterior cervical spinal fusion, three instruments (an instrument tracker, a pedicle probe and a universal drill guide (udg) were noted to be inaccurate. The inaccuracy was noted to be further in the anatomy than intended, outside of the field of view. It was noted that the site would verify accuracy against one of the small cervical screws that were placed prior to image acquisitions being performed. The surgeon opted to complete the procedure without the use of the navigation system. To complete the procedure, a c-arm was used for imaging without navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.